Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn), who stated she was not aware of any patient injury or medical intervention associated with the incident. As far as the pd rn knew, the patient had finished therapy fine, discarded the supplies, and finished the box of supplies with no further issues. The pd rn believed the patient was doing fine and had no more issues with replacing solution bags during therapy. The cause of the incident was undetermined. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The baxter technical service representative (tsr) had the home patient (hp) check drain line and heater line for occlusions, slide clamp on heater line, pull down on heater line and press stop then go. The alarm returned. The tsr had the hp recycle power and go back through self testing and try to prime again. The caller said that they had disconnected the heater bag and replaced it with a new bag. The tsr told the hp that it was not recommended and to start over with new supplies. The hp refused to do so. The machine primed fine at connect yourself and check patient line. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.